Event description:
Philips received a complaint from the customer's biomedical engineer (bme) on the v60 device indicating that the display was very dark when the device powered up. There was no patient involvement at the time the issue was discovered as the issue occurred during device setup. The device was not usable and needed to be repaired. The bme requested assistance with troubleshooting the device. The parameters could only be viewed while using a flashlight on the screen. The bme informed the rse that the device had a first-generation liquid crystal display (lcd) assembly and cycled normally. The rse advised the bme on updating the device to a second-generation lcd, e-mailed the bme supporting documentation on rebuilding the display or ordering a new user interface (ui) printed circuit board assembly (pcba), and provided the bme with replacement part numbers for repair.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the biomedical engineer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.